Event description:
It was reported that there was a shift in the patient's breast implants which caused the implantable loop recorder (ilr) device to move. The device movement resulted in a protrusion of the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.